Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer's representative via returned product. A surgical intervention occurred on (B)(6) 2015 where the catheter was spliced and revised. The catheter had been kinked in three different places around the connector. The kinked catheter segment was returned to the manufacturer on 2015-08-25.

Manufacturer narrative:
Concomitant products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient experienced worsening spasms and stiffness. During the pump refill procedure, there was a pump reservoir volume discrepancy described as a "6.6ml under-infusion." The issue was considered mild. The pump was used to infuse baclofen (unknown) (both reported as "using compounded baclofen or morphine sulfate" and as "gablofen and dilaudid"). No intervention or patient outcome reported. Follow up was conducted to obtain drug information, medical history, and patient outcome. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information from the physician via psr indicated that the patient's medical history included: asthma, hypertension, chronic anxiety, diabetes type ii, depression, hyperlipidemia, lumbar discectomy, lumbar fusion with instrumentation. The type of baclofen used in the pump was discrepant; therefore, clarification was requested. The physician clarified that compounded baclofen was used at the time of the events; concomitant drugs were not provided. Additional information received from a physician via psr (product surveillance registry) indicated that there was a suspected catheter malfunction.

Manufacturer narrative:
Device evaluation summary: analysis or the returned catheter portion found ¿catheter body ¿ kink observed¿. A kink was observed on the right and left side of the pin connector. When these areas were bent to a tight radius while pressure testing, occlusion occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.